Event description:
It was reported the pt's ipg was no longer working and it was in the way of another surgical procedure. It is unk if the lead was removed or not.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.